Event description:
The lay use/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving an unspecified error message on the display, after the meter was dropped. On an unspecified date during the 2006, the pt dropped the reported meter and afterwards obtained an unspecified error message each time she attempted to test her blood glucose level. At that time, the pt was feeling dizzy. Because of the symptoms, the pt's daughter took her to the emergency room. The pt's blood glucose level was tested to be 87 mg/dl, and she was treated with oral glucose. The pt was admited to the hosp. The pt was unable to state at what time of day this occurred, but she did confirm she had not eaten any food prior to the hypoglycemia event. The customer care advocate(cca) determined during the troubleshooting telephone call the reported meter had been dropped, and afterwards was not providing the blood glucose result. The meter was replaced. Although the meter had been dropped, the pt was unable to obtain a blood glucose result while hypoglycemic, and received med attention and treatment with glucose. Therefore, his complaint is being reported as an adverse event.